Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on may 08, 2023 indicated that the suspect device catalog number is 3542650, lot: 137055. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Update on the reporter is as follow: contact person: (B)(6). Manufacturer¿s reference number: (B)(4) .

Manufacturer narrative:
On 8/10/2018, additional information received indicated that the patient also had pain. Silicone replacement was noted by the doctor. (B)(4).